Event description:
Treatment of a wide neck recanalized aneurysm in the carotid-end segment. During the procedure, it was reported that the pipeline would not release from the capture coil and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device has been evaluated and the pipeline was found detached from the capture coil. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).